Event description:
In 2006 a patient developed chest pain and hemoptysis and a gore tag thoracic endoprosthesis was placed distal to the left subclavian artery sealing off a ruptured pseudo-aneurysm. Two months later, a distal type I endoleak with delayed filling of the pseudo-aneurysm sac was found. An endovascular procedure was performed to place two additional tag devices with exclusion of the distal endoleak. Two days post-operatively the patient coded and expired. The cause of death by autopsy was a tear of the aortic arch with a proximal descending aortic aneurysm.